Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had damaged component - bearings, vibration in e-test and the bearing in the sleeve was hot. It was also noted that the device failed pre-test for vibration and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) on the service order that the attachment device was becoming hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.